Manufacturer narrative:
The technician determined the problem to be faulty valve guide tube. The technician replaced head up valve guide tube to repair the bed.

Event description:
Information received indicates the head up function is not working. The function does not work manually or under power and the battery led is on.